Manufacturer narrative:
(B)(4).

Event description:
Initial information reported by a physician to a sales representative on (B)(6) 2010. A female patient received treatment with poly-l-lactic acid (sculptra, lot# and exp date unknown) and has developed nodules in the upper zygoma/lower eye area. Patient is very unhappy. Patient has enough treatment with another plastic surgeon and had a blepharoplasty done; the nodules are still present. No concomitant medications or medical history reported. No further information reported.